Manufacturer narrative:
Previously reported by the manufacturer. The device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, error codes were found in the downloaded event log. The defective display board and flow sensor were replaced to resolve the issue. New information: the device flow sensor and display pca were returned to the philips product lab (pil) for further investigation. During the evaluation, the product investigation lab (pil) was unable to confirm the failure of the trilogy evo machine flow sensor. The lab concludes that the component works properly. In addition, the (pil) was unable to confirm the complaint with the trilogy evo display pca. Visual inspection found j3, display connector broken. The (pil) is unable to perform any further testing of the component due to the physical damage to the component. Additional information added to box h: device eval. By mfg, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid.

Event description:
The manufacturer received information alleging a "obstruction error" alarm when the device is powered on. The error e-384 was recorded in the event log. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Correction to box h: add. Narrative/corr. Data(rfb). New eval information was not added to the text. New eval information: the device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, error codes were found in the downloaded event log. The defective display board and flow sensor were replaced to resolve the issue.

Manufacturer narrative:
Previously reported: the manufacturer received information alleging a "obstruction error" alarm when the device is powered on. The error e-384 was recorded in the event log. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.